Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. One complaint was initiated for this failure from the same batch number, therefore, one follow up MDR will be submitted and will include all MDR numbers associated with this complaint (total of 43). Investigation: samples received: 43 boxes (430 unopened pouches). Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 430 closed samples. We have checked 50 of them and we have found 4 ampoules with leakage signs. These four ampoules received have been optically evaluated and a crack at the base of the neck in two of the ampoules that corresponds to the injection point has been located. Please refer to the enclosed pictures. A reviewed of the batch manufacturing record of this product shows no deviations have been found and the results of the product before releasing fulfill b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in some of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. A corrective/preventive action has been opened for root cause investigation and subsequent implementation of actions related. Associated medwatches: 3003639970-2019-00156, 3003639970-2019-00157, 3003639970-2019-00158, 3003639970-2019-00159, 3003639970-2019-00160, 3003639970-2019-00161, 3003639970-2019-00162, 3003639970-2019-00163, 3003639970-2019-00164, 3003639970-2019-00165, 3003639970-2019-00166, 3003639970-2019-00167, 3003639970-2019-00168, 3003639970-2019-00169, 3003639970-2019-00170, 3003639970-2019-00171, 3003639970-2019-00172, 3003639970-2019-00173, 3003639970-2019-00174, 3003639970-2019-00175, 3003639970-2019-00176, 3003639970-2019-00177, 3003639970-2019-00178, 3003639970-2019-00179, 3003639970-2019-00180, 3003639970-2019-00181, 3003639970-2019-00182, 3003639970-2019-00183, 3003639970-2019-00184, 3003639970-2019-00185, 3003639970-2019-00186, 3003639970-2019-00187, 3003639970-2019-00188, 3003639970-2019-00189, 3003639970-2019-00190, 3003639970-2019-00191, 3003639970-2019-00192, 3003639970-2019-00193, 3003639970-2019-00194, 3003639970-2019-00195, 3003639970-2019-00196, 3003639970-2019-00197, 3003639970-2019-00198, 3003639970-2019-00199, 3003639970-2019-00200, 3003639970-2019-00201, 3003639970-2019-00202, 3003639970-2019-00203, 3003639970-2019-00204, 3003639970-2019-00205, 3003639970-2019-00206, 3003639970-2019-00207, 3003639970-2019-00208.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "ampoules of glue have cracked or broken inside the pouch exposing glue to be crystalized." Product is not usable. This incident did not cause or contribute to serious injury or death or a delay in surgery. There was no additional intervention mentioned on the submission. All med watch submissions related to this complaint are: 3003639970-2019-00156; 3003639970-2019-00157; 3003639970-2019-00158; 3003639970-2019-00159; 3003639970-2019-00160; 3003639970-2019-00161; 3003639970-2019-00162; 3003639970-2019-00163; 3003639970-2019-00164; 3003639970-2019-00165; 3003639970-2019-00166; 3003639970-2019-00167; 3003639970-2019-00174; 3003639970-2019-00175; 3003639970-2019-00176; 3003639970-2019-00177; 3003639970-2019-00178; 3003639970-2019-00179; 3003639970-2019-00180; 3003639970-2019-00181; 3003639970-2019-00182; 3003639970-2019-00183; 3003639970-2019-00184; 3003639970-2019-00185; 3003639970-2019-00186; 3003639970-2019-00187; 3003639970-2019-00188; 3003639970-2019-00189; 3003639970-2019-00190; 3003639970-2019-00191; 3003639970-2019-00192; 3003639970-2019-00193; 3003639970-2019-00194; 3003639970-2019-00195; 3003639970-2019-00196; 3003639970-2019-00197; 3003639970-2019-00198; 3003639970-2019-00199; 3003639970-2019-00200; 3003639970-2019-00201; 3003639970-2019-00202; 3003639970-2019-00203; 3003639970-2019-00204; 3003639970-2019-00205; 3003639970-2019-00206; 3003639970-2019-00207; 3003639970-2019-00208.